Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented one day post implant with >2500 ohms atrial lead impedance, non-capture and poor sensing. The physician opened the pocket and tightened the setscrew. Normal function ensued.